Event description:
It was reported during an atrial fibrillation procedure, after isolating the left pulmonary veins, the pt developed a pericardial effusion. A pericardiocentesis was performed and the pt stabilized.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history records was not possible as the lot number for the device is unk. The cause for the reported pericardial effusion remains unk. (B)(4).